Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an urgent pump exchange due to suspected pump thrombosis. Thrombosis of the inflow cannula was diagnosed in the operating room after left ventricular assist device (lvad) explanation. There was a drop in activated partial thromboplastin time (aptt-r) to 1.34, however, there were no recent changes to pump parameters. An echocardiogram (echo) was performed and smoke, as well as aortic root thrombosis was observed; it was noted that smoke was the official term for spontaneous echocardiographic contrast and was a sign of blood stagnation or low-flow.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files captured events consistent with thrombus in the device, however, the evaluation of returned heartmate 3 left ventricular assist device, serial number (B)(6) could not confirm thrombus. (B)(6) was returned assembled with the pump cable severed approximately 2.5¿ from the pump header. The remainder of the pump cable (including the inline connector) and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The cuff lock had been disengaged prior to the pump¿s return for evaluation, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Evaluation of the left ventricular assist device (lvad) event and periodic log files retrieved from (B)(6), revealed abrupt declines in pump flow values, to 0.0 liters per minute, on 10apr2025 and 11apr2025. These events were also associated with elevations in rotor noise values. No other notable events were observed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. B and patient handbook, rev. B, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis, venous thromboembolism and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.